Event description:
It was reported that a uv flash solution transfer set had a connection issue with the titanium adaptor. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was evaluated. A visual inspection was performed with the naked eye and a microscope, no issues were noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no leak noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.